Manufacturer narrative:
The creatinine reagent lot number with expiration date was not provided. The field service engineer (fse) flushed the probes. A hardware check was acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for creatinine on a cobas 8000 c702 module. The results were 159 umol/l and 96 umol/l.

Manufacturer narrative:
In addition to flushing the probes, the field service engineer (fse) checked the rinse mechanism, the springs and tubings and the cuvette volume. An air purge and prime were completed. Qc was acceptable. The investigation determined the service actions resolved the issue.